Event description:
Eval revealed a misaligned display screen, partially dislodged force sensor pins, and a damaged force sensor plate. The force sensor resistance measurement was found to be out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen, partially dislodged force sensor pins, and a damaged force sensor plate. The force sensor resistance measurement was found to be out of calibration. When testing the pump, the pump did not detect the cartridge load step.